Manufacturer narrative:
A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. It was noted that registration was done with registration accuracy of 1.0mm. The traces were taken on nose and forehead and collected trace points were under the skin. It was suggested to start the trace throughout the blue area from the nose and cover complete anatomy for better accuracy, and that touch points should not be symmetric. Apart from this, there wasn't any evidence to determine the cause of inaccuracy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9 735736, serial/lot #: (B)(4). Device evaluated by MFR: a work order was initiated to determine the probable cause of the issue. No device problem was found during testing and the system passed system checkout and performed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported during a functional endoscopic sinus surgery (fess) that there was an alleged inaccuracy of about 0.5cm shallower than actual navigation was in anterior posterior (ap), though it was normal in lateral. The inaccuracy was notice when the suction instruments were used deep in the sinus. The registration accuracy was 1.0 with good coverage. The surgeon did not want to register and continued with the surgery. There was no impact to the patient reported and no surgical delay.